Event description:
The MFR's distributor reported that the imaging system would not boot during power up,. The distributor's engineer replaced the power cord and later found a burnt board. It was further reported that main power supply of the imaging system was also burned. There was no indication of an ongoing procedure when the incident occurred. There was no report of adverse event due to this failure.

Manufacturer narrative:
(B)(4). The board was returned to the MFR for eval. The visual inspection discovered a burned capacitor (capacitor # c7).the wires were cut by the engineer as reported by the distributor. The reported failure was confirmed during the board investigation; root cause is determined to be a capacitor failure on the printer power supply. The MFR has not received the reported burned power supply so eval has not been performed yet. A supplemental report will be submitted when the MFR's investigation is completed.